Manufacturer narrative:
The pod was received fully deployed. A leak was found on the soft cannula near the formed needle tip. Upon magnification, the formed needle tip could be seen poking through the soft cannula. It could not be determined when this damage occurred or if this affected the ability of the pod to deliver insulin while the pod was worn. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by parent that the patient's blood glucose levels reached 321 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. Patient tested negative for ketones as well. As treatment, patient drank water and a new pod was applied.